Manufacturer narrative:
Initial reporter facility name: (B)(6). Initial reporter phone number: (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during treatment with a theranova 400 dialyzer, an external fluid leak was observed ¿in the joint between the main sleeve and "end cap" at the end connected to red connections¿. It was reported about 50 ml leaked onto the floor. There was no patient injury or medical intervention associated with this event. No additional information is available.